Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited a significant decrease in the remaining longevity from the previous follow up. Premature battery depletion was suspected and device data was submitted to technical services for review. Evaluation of the data confirmed the device was depleting prematurely due to an abnormal increase in power consumption and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. It was reported that the replacement procedure was planned for april. However, due to the current covid-19 situation, the procedure was postponed until may. The device was explanted and replaced in september. No additional adverse patient effects were reported. The explanted device was e returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited a significant decrease in the remaining longevity from the previous follow up. Premature battery depletion was suspected and device data was submitted to technical services for review. Evaluation of the data confirmed the device was depleting prematurely due to an abnormal increase in power consumption and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. It was reported that the replacement procedure was planned for april. However, due to the current covid-19 situation, the procedure was postponed until on (B)(6). The device was explanted and replaced in september. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker exhibited a significant decrease in the remaining longevity from the previous follow up. Premature battery depletion was suspected and device data was submitted to technical services for review. Evaluation of the data confirmed the device was depleting prematurely due to an abnormal increase in power consumption and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. It was reported that the replacement procedure was planned for (B)(6). However, due to the current covid-19 situation, the procedure was postponed until (B)(6).